Manufacturer narrative:
CT confirming the event was received. DHR review and product investigation cannot be completed as the product has not been returned. Devices are retained by patient. It is unknown if the patient complied with post-op care instructions. The devices were implanted for a year. The patient's activity level will dictate the longevity of the implant. It is unknown how the competitive product played a role. Patient was re-fixated to correct the issue. Review of labeling notes: "contraindication use of incompatible materials from other systems". "Possible adverse events bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative fracture due to trauma, defects or poor bone stock." The root cause of this event cannot be determined. No conclusions can be drawn.

Event description:
C....